Event description:
Bravo probe seen to advance into esophagus and was deployed but when reevaluated, the capsule was free floating near the vc [vena cava]. Pt intubated for safety and bravo probe removed with snare. Reattempt at bravo was not considered on [redacted], endo received notification of a voluntary recall on this product which included the lot# used on this patient. Here is the info from the manufacturer: "it has been determined that misapplied adhesive on the bravo cf capsule delivery device may lead to its malfunction. Specifically, the misapplied adhesive may prevent the capsule from attaching to the patient's esophagus or detaching from the delivery device. Malfunction of the bravo cf capsule delivery device could result in the following harms: aspiration/inhalation, perforation of esophagus, airway obstruction, hemorrhage/blood loss/bleeding, laceration of esophagus, delay to diagnosis, additional device required, and foreign body in patient. An increase in the number of serious injuries during use of the bravo cf capsule delivery has been reported during [redacted] to [redacted]. The increased number of serious injuries may be attributed to the device's malfunction due to misapplied adhesive."